Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This ra lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information was requested but not provided. Due diligence has been completed. This ra lead has been returned and analysis completed. No additional adverse patient effects were reported.